Manufacturer narrative:
The device passed the displacement test and self test. No pump error alarms noted during testing however, the formatted history file confirmed pump error (line number 1421 file number 32122) due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error customer's blood glucose value was 290 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the pump. Customer states they received pump error alarm during rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.